Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with high-density material and xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. It was reported that the pt's aortic neck was long and got very tight and small distally. It was also reported that a post-operative angiogram revealed an endoleak that appeared to be originating from the left side. The physician decided to balloon the stent graft at the location of the junction between the contralateral limb and the gate; however, the endoleak did not resolve. A 16 mm x 11.5 cm iliac limb was implanted within the previious iliac stent graft. Final angiogram showed the endoleak had resolved. No additional clinical sequelae were reported, and the pt was reported to be fine.